Event description:
Per customer support call log , patient's nurse reported the patient being shocked twice. Customer care called the patient back and the patient confirmed receiving the shock. The patient was alert prior to the shocks and did not press the alert button on time to cancel the shock. Following the second shock, the patient removed the wcd and states he will not wear it again. The patient commented that they thought they weren't supposed to be shocked during the day. No serious injury was reported. Patient will discontinue the wcd system. No serious injury was reported.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. Returned therapy cable failed weight test and safety test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.